Manufacturer narrative:
(B)(4).

Event description:
The customer complained that their ise indirect na, k, ci for gen.2 results were running high on 14 patient samples. The data for 1 patient was provided of which both the sodium and potassium were a reportable malfunction. The initial sodium result was 150 mmol/l with a repeat result of 140 mmol/l. The initial potassium result was 5.86 mmol/l with a repeat result of 5.06 mmol/l. Repeat testing results were from another analyzer and were considered correct. The initial results were reported outside of the laboratory and corrected reports had to be issued for 14 patients. There were no adverse events. The reagent lot and expiration dates for the sodium and potassium electrodes were requested but not provided. The customer stated that while looking through the night shift¿s paperwork there were failed ion selective electrode (ise) calibrations that were missed. They tried to recalibrate but it failed. She performed ise check, changed electrodes and reagents, and cleaned the ise bath. She noted that both the ise probe and sipper looked fine. The field engineering specialist found a contamination in the reference line and in the ise bath assembly. He cleaned out the contamination. He performed mechanical and operational checks which passed. Calibration and qc were performed which passed. Further investigation confirmed the field engineering specialist initial finding as the root cause. A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part there was no abnormal trend found over the past 90 days.

Manufacturer narrative:
The customer stated that there have been no further issues.